Event description:
While testing the core saber drill during routine servicing it ran without user activation. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection, corrosion was found on the coil assembly.